Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred and tore balloon. The 99% stenosed lesion was located in a moderately tortuous left subclavian vein in shunt and it was a discrete lesion. A 5fr non bsc sheath was inserted. Ipsilateral approach was obtained. A non bsc guide wire and guide catheter crossed the lesion. The mustang 6.0 x 40, 75cm balloon catheter was inflated to twenty atmospheres. Inflation was performed more than ten times. Residue was noted and another inflation was performed. An angiography was performed and still showed residue and the balloon catheter was inflated once more and ruptured around twenty to twenty two atmospheres. The device was removed and it was noted that the balloon had torn longitudinally and the distal part was torn circumferentially. The balloon was lifted due to the effect of withdrawing the balloon catheter. Another angiography was performed and residue was still noted, however blood flow had recovered and the procedure was completed. Device was removed intact. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred and tore balloon. The 99% stenosed lesion was located in a moderately tortuous left subclavian vein in shunt and it was a discrete lesion. A 5fr non bsc sheath was inserted. Ipsilateral approach was obtained. A non bsc guide wire and guide catheter crossed the lesion. The mustang 6.0 x 40, 75cm balloon catheter was inflated to twenty atmospheres. Inflation was performed more than ten times. Residue was noted and another inflation was performed. An angiography was performed and still showed residue and the balloon catheter was inflated once more and ruptured around twenty to twenty two atmospheres. The device was removed and it was noted that the balloon had torn longitudinally and the distal part was torn circumferentially. The balloon was lifted due to the effect of withdrawing the balloon catheter. Another angiography was performed and residue was still noted, however blood flow had recovered and the procedure was completed. Device was removed intact. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that there was no damage noted to that shaft of the device. The balloon was torn circumferentially 30mm from the proximal markerband. The distal end of the balloon was bunched at the distal end of device. There was no part detached. There was no longitudinal tear noted in the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).